Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported speaker not working, which was reproduced during service through visual inspection or by troubleshooting the device. Visual inspection found the cause was a rear case flex being disconnected from input/output board. The rear case flex was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker did not work. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.